Event description:
Exposed to chemical fumes emitted from equipment that malfunctioned in the darkroom in the radiology dept. Symptoms included nausea, lightheaded, and shortness of breath. Equipment removed from hosp odor dissipated, a sulfur gas was emitted. Air tested for h2s. Results negative employee became a pt, seen in ER. Treated & released.